Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter shreds. The following information was provided by the initial reporter: it took eight pokes on infant patient to establish IV access. Two of the IV catheters shredded. IV sites did not appear blown, but the catheter would not go into the vein or if flash was achieved, the catheter wouldn't thread. Unfortunately, the reporting caregiver did not keep all the wrappers for the lot numbers, and did not note which ones shredded.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381412 and lot number 4066997. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.